Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system in normal mode with error 31199 ac_3c. The unit was also tested on a testing platform where the sine cycle test failed with error codes 32096, 32098, and 32100 ac_3d. Contamination was not found on the usm. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, arm2 had recoverable error 32100. The customer undocked the robot and performed a system restart, but issue was not resolved. Technical support engineer (tse) guided through another hard power cycle on the patient cart. Tse reviewed errors logs and found error 32100, 32096 and 32098 indicating a motor voltage problem on universal surgical manipulator (usm) 2. Tse recommended to disable arm 2 and using arm 1 in its place. The procedure was completed with no reported injury.